Event description:
In 2008, the pt reported his insulin infusion device displayed an e5 (end of life) message without first giving the a5 message alerting him to the end of life. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.